Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 3550-29, lot# n165813, implanted: 2008-(B)(6), product type accessory product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).

Event description:
It was reported that the patient had charged his stimulator fully 2 days prior. The day prior to the report, when he moved his neck, the stimulation quit working. The patient had a loss of therapeutic effect. The patient was traveling and planned to get his device checked out when he arrived at his destination.